Event description:
It was reported that, during a poly exchange/washout yesterday, doctor was unable to get both size 3-4 15 mm constrained inserts to lock into the revision baseplate. One seemed to be damaged while impacting. Surgery was delayed more than 2 hours.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.